Event description:
The fenestrated bipolar forceps was returned without any allegation of malfunction. There was no report of patient injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) was analyzed. Failure analysis (fa) found the primary failure of broken grip tips. The instrument was found to have a broken grip at the grip base. A piece approximately 0.196" x 0.558" was found to be broken off and the broken piece was not returned.